Event description:
Related manufacturer reference number: (B)(4) it was reported the patient presented with a right ventricular (rv) lead that exhibited high defibrillation impedance. The rv lead was capped and replaced on (B)(6) 2024. Upon connecting the new rv lead to the implantable cardioverter defibrillator (ICD), the high defibrillation impedance persisted. The ICD was explanted and replaced. The patient was in stable condition.